Manufacturer narrative:
(B)(4). Visual examination of the provided picture confirms the bearing post fractured off. The device will not be returned for analysis as the hospital did not approve device return. Device history record review was unable to be performed as the item number and lot number of the device involved in the event are unknown. Complaint history review cannot be performed without product identification. Medical records were not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left knee revision approximately 15 years post implantation due to a quick onset of pain and instability. The articular surface was explanted due to a fractured post.